Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing red heart alarms while connected to the power module (tethered support). The pt was reportedly doing well while on battery power. A short in the percutaneous lead (driveline) under the skin line was suspected; however, x-rays were inconclusive for a driveline issue. Log files were submitted to the MFR for analysis. The hospital requested a modified power module pt cable from the MFR for the pt's use. Info regarding through review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified pt cable was provided to the hospital.